Event description:
It was reported, that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded. And insulin delivery was resumed. Additionally, it was reported, that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was 220 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.